Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): initially, the device was not returned, however performance data was collected from the device and analyzed. On (B)(6) 2011 the elective replacement indicator triggered due to high battery impedance. Subsequently, the device was returned and analyzed and analysis revealed high battery impedance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): initially, the device was not returned, however, performance data was collected from the device and analyzed. On (B)(6) 2011 the elective replacement indicator triggered due to high battery impedance. Subsequently, the device was returned and analyzed and analysis revealed high battery impedance.

Event description:
It was reported that the device triggered elective replacement indicator and there may have been premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device triggered elective replacement indicator and there may have been premature battery depletion. The device was explanted and replaced. It was further reported that the patient presented to the emergency room and spent four days in the hospital when the pacemaker went to "backup". No patient complications have been reported as a result of this event.